Event description:
A talent iliac device was selected for endovascular treatment of an abdominal aortic aneurysm. It was reported that the delivery system was found kinked inside the intact packaging. The physician decided to use the device. No complication was reported and the pt is fine. No additional information has been rec'd.

Manufacturer narrative:
(B)(4).